Manufacturer narrative:
A2: sex: male based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user states he thinks the catheters he used as reported in a previous case "did cause him to have a uti which caused him epididymitis found at ER visit yesterday. He said initially when he used some catheters in those first 2 boxes of catheters, he did not think they caused him harm. He said his symptoms started shortly after finishing that second box of affected catheters he reported to us initially in this case. He said he felt like he had a stomachache, initially thought nothing of it, but it kept getting worse and then turned into bladder pain and then his urine became very dark in color. By sunday, 6/18/23 he said he could see his right testicle was swollen and very painful. He went into urgent care on monday and they only did a urine dipstick and they told him it ¿looked good¿ and ordered him an ultrasound for his testicle to be done later in the week. By tuesday, yesterday, he said he did not feel well at all he felt ¿sweaty and clammy¿ the prior night and his right testicle was the size of a grapefruit and painful so he went to the ER at honor health where they gave him a dose of IV antibiotics and ordered an ultrasound and CT ¿ they suspected bacteria from a uti (they did do a urinalysis and urine culture which was positive for uti) had traveled into his epididymis causing him epididymitis. The doctor that took care of him asked him if anything had changed as he hasn't had a uti or epididymitis before. He explained he has used some of these catheters that leaked as he reported to us and the md said it is possible that bacteria could have permeated the paper on the catheters and he could have gotten his infection that way. He said the doctor told him it takes some time for the bacteria to affect the epididymis, so he said it makes sense this started some time after using those affected catheters. He said he is very clean when he caths. He makes sure to wash his hands, wears gloves, makes sure he uses the no touch sleeve and ensures the catheter doesn't become unsterile when using. He said he cleanses his meatus with a antibacterial wipe before cathing and then washes hands afterwards." End user states "from ER he was prescribed 10 days of oral antibiotics, name unknown as he has yet to pick that up from pharmacy today. He is feeling a bit better and the swelling is going down in his right testicle as the IV antibiotics given in ER yesterday helped. "

Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1713714 gentlecath glide male ch14 (1x30pk) us and manufacturing lot # 2j01028 in september 2022 in amount (B)(4) pcs on packaging machine p020. Review of the DHR lot 2j01028 showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity had been registered during the packaging process of the mentioned lot. Correct raw material was used. During lot production was used paper gas coat nrw grid glide male xray, supplier lot of/31053 , sap 1736865. Paper is supplied by external supplier amcor. During incoming inspection the certificate issued by supplier is inspected and then the paper is released to production. No deviation was observed. The paper supplier was asked to check their lot of/31053. The supplier declared that they have rechecked certificate of analysis for the of in question and confirmed that the water repellence values are within the specified values. Therefore, no deviations were found that would indicate any problems. As per communication with supplier amcor no changes in the process were noted during the paper production. Ad hoc meeting held on july 19th 2023 decided to take back rest of the lot 2j01028 (270 pcs) available in our distribution center for testing. Based on the testing results the investigation team will take a decision about further action. 270 samples were received on august 17th 2023. 240 out of them were tested according to tm -638 v1.0 . (Water resistance is testing within design verification according to tm-638). 96 samples did not meet the test requirements. The earliest seepage of water through the paper was observed after 2 min but not immediately as the customer mentioned. The use of catheter is described in IFU and brochures in each box. Based on IFU, sachet should be burst when user is ready for catheterization therefore catheter with water should not remain in peel-pack for too long. No complaint of this nature from any other customer has been recorded for lot 2j01028. Several complaints of this nature however were recorded in tw. The complaints were received from two customers. CAPA 1722366 has been open to address the issue. CAPA is in progress. Stop ship has been initiated. The investigation did not revealed any discrepancy during lots productions. All batches have been produced according to requirements. Parameters were set as required and all tests has passed requirements. All tests during production were in accordance with specification. No issues have been observed. Testing of water resistance of primary packaging is not part of in process control - water resistance is testing within design verification according to tm-638. This issue cannot occur during the manufacturing process. The investigation was closed with following conclusion: "for batches affected by complaints, no issues have been observed in production and all tested samples within in process control have passed the inspection. Used material in batches affected by complaints have been in accordance with specification. No issues have been observed. The direct cause of the problem about leaking of paper was not found. No further actions are required. Issue about leaking of paper will be further monitoring on crb and in case of further complaints, a further procedure will be decided." Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.